Event description:
Customer reported a past event of low blood glucose without specifying the exact date. The specific blood glucose value was unknown, but was indicated as "low." Customer addressed the low blood glucose by consuming carbohydrates. There was no need for assistance from a third party. Control-iq feature was active on the customer's insulin pump, and the incident did not occur earlier in the day before contacting technical support. Cartridge return was not possible, and pump upload to tandem source was unavailable due to geographical restrictions. Technical support advised consulting a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.